Manufacturer narrative:
Further information about the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that the he ventilator was pulled into the MRI scanner. The ventilator was placed on the mr safety line without locked brakes when it was pulled into the mr scanner. There was no patient involvement. (B)(4).